Event description:
Patient reported "bilateral reactive lymphadenitis and diffuse attributable to silicone. Bilateral mammary siliconomas". Device remains implanted. The record relates to right side.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of lymphadenopathy and granuloma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphadenopathy , granuloma.

Event description:
Patient provided MRI results that reported "bilateral reactive lymphadenitis and diffuse attributable to silicone. Bilateral mammary siliconomas". Device has been explanted and replaced with non-allergan device. This record relates to the right side. Patient later reported "silicone leakage".

Manufacturer narrative:
Photo analysis results: visual analysis of the photographs identified: granuloma : unable to observe as it is a medical event that is not related to the device. Lymphadenopathy : unable to observe as it is a medical event that is not related to the device. Gel bleed : no observed. No additional observations. No further actions are required since no issue in the manufacturing of the device is observed.

Manufacturer narrative:
Reason for reoperation: gel leak.

Event description:
Healthcare professional later reported silicone leakage with siliconomas in the capsula via MRI. Device has been explanted and replaced with a non-allergan device.

Event description:
Patient provided MRI results that reported "bilateral reactive lymphadenitis and diffuse attributable to silicone. Bilateral mammary siliconomas". Device has been explanted and replaced with non-allergan device. This record relates to the right side. Patient later reported "silicone leakage".

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: lymphadenopathy: unable to confirm as it is a medical event not related to the device. Gel bleed: not observed. Granuloma: unable to confirm as it is a medical event not related to the device. No further actions are required as no manufacturing issues are observed.